Event description:
An optometrist reported epithelial growth/defects, tissue erosion of the left eye at post-operative photorefractive keratectomy (prk) f/u. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).